Event description:
It was reported that patient complained that he was having pain so rv and ra leads were explanted and replaced. After explanting the ra lead the physician suspected cracking in the insulation of the atrial lead and felt that could be the cause for patients pain and returned both leads for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward. Analysis was normal. No anomaly was found.